Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the nozzle, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. The air water nozzle was not deformed, and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). The following information is stated in the instructions for use (IFU): ¿8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customers allegation was confirmed due to foreign material. In addition to nozzle clogging found due to foreign matter, the evaluation findings are as follows: due to wear of angle wire, bending angle in up direction and the play of the up/down knob did not meet the standard value; the adhesive on bending section cover had a white-clouded area; due to clogging of the nozzle, the air and water supply volume did not meet the standard value, and water removal ability did not meet the standard value; the light guide (lg) lens had a crack, switch 3 had a scratch and showed signs of wear, the image guide protector had a scratch, adhesives around objective lens had white-clouded area, the plastic distal end cover had a scratch, the connecting tube had a scratch, and the adhesive around the lg lens had a white clouded area. The device was cleaned, disinfected, and sterilized (cds) before it was sent in for repair. There was no delay in the start of precleaning the device. The customer flushed the air/water nozzle with water and air. There were abnormalities found in reprocessing. It is unknown if the customer presoaked the endoscope, if they wiped the nozzle clean with lint-free cloths/brushes/sponges, or if they flushed the nozzle with detergent solution. There were no reports of patient harm associated with this event. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus that the evis lucera elite colonovideoscope had nozzle clogging. The event occurred during inspection for use of a diagnostic procedure and the procedure was completed with a similar device. There was no patient harm associated with the event. The device was returned and evaluated, and nozzle clogging was found due to foreign matter. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.